Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure to treat a venous fistula using an indigo system aspiration catheter 7 (cat7) and a non-penumbra guide sheath. It was noted that the patient¿s anatomy was tortuous. During the procedure, the physician made three passes using the cat7. Next, the physician removed the cat7 to be flushed; however, while retracting, resistance was encountered and the mid-shaft of the cat7 was found to be broken upon removal. Therefore, the cat7 was not used. The procedure was completed using a new cat7 and the same sheath. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Evaluation of the returned cat7 revealed that the catheter was fractured, and the complaint was confirmed. The probable cause of the failure was due to retracting against resistance during use. If the cat7 is forcefully advanced against resistance, damage such as a kink may occur. Subsequently retracting the kinked cat7 against resistance may result in a fracture. Further evaluation revealed that the cat7 was kinked and ovalized. This damage was incidental to the reported complaint and the root cause could not be determined. Penumbra products are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.